Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the one time orders were not falling off and remain active on pyxis profile. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one-time orders were not falling off and remained active on pyxis profile. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the old one-time orders stayed active and did not fall off pyxis. The technical support specialist (tss) connected to the carefusion coordination engine (cce) and identified the example. Tss observed that the orc.7.5 field was not populating for these one-time orders and found that the issue was due to a host-side setup configured to clear this field. The system functioned as intended after the technical support specialist troubleshooted the issue.